Event description:
It was reported that the pt experienced burning pain at the "junction site". The pt was reprogrammed (2008). Right after the reprogramming, it seemed to get rid of most of the burn. Around the end of november, the pt had to turn the stimulation down and only use program one in group b. If the stimulation was turned up or down it burns too much at the junction site where it was first thought that a wire may have been pinched with a staple. The pt uses the one setting she can, and only turns it off to use the bathroom or shower. It was also reported that if the junction site is touched or the pt moves in a certain position, it "arcs and burns". No treatment or outcome was reported. Additional info has been requested, but was not available as of the date of this report.